Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up, there were episodes of over-sensed noise noted on the right ventricular (rv) lead which resulted in pacing inhibition. Diagnostic imaging was performed, and rv lead damage was observed under the suture sleeve. No intervention has been performed, and the rv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.